Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, priming anomaly and vibrator anomaly from the insulin pump. The customer's blood glucose reading was 419 mg/dl. The customer treated with the pump. The customer had symptoms such as dry mouth. The customer mentioned that the pump seldomly beeps and does not vibrate. The customer was assisted with the self-test and the pump vibrated. The customer was also assisted with filling the cannula. The customer was advised to monitor the pump.